Manufacturer narrative:
Failure analysis confirmed the insulin pump had a button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 183 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.